Event description:
The customer reported that after approximately 90 minutes from the start of an infusion of doxycycline 100 mg in d5w at 100ml/hr, fluid was noted to have risen in the drip chamber of the primary tubing. No patient harm or medical intervention occurred. No further patient/event information was reported.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.